Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had all pyxis moving slow with critical override notification. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all the devices were moving slow with critical override notification. A technical support specialist dialed into the server, ran the downtime query, and checked the communication between the enterprise server and the carefusion coordination engine (cce), which was functioning properly. Further, the specialist dialed into the station and confirmed that the critical override notices had been cleared from the stations. The system functioned as intended after the technical support specialist assessed the device.